Event description:
It was reported that intermittent cartridge alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to load new cartridge and successfully resumed insulin delivery.